Event description:
The customer reported the system mixes images. The selected thumbnail does not bring up correct image.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.